Event description:
It was reported that a ncb plate fo femur, right, 13 holes was implanted on (B)(6) 2015 on the right side. The pt suffered from severe pain, x-ray showed a breakage of the plate. The pt underwent a revision surgery on (B)(6) 2015 due to the breakage of the device.

Manufacturer narrative:
The MFR has not yet received devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended med device report will be submitted. (B)(4).